Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the pt had a pacemaker. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.